Event description:
The customer reported obtaining 'low vacuum low' errors; white blood cell (wbc) vote outs and increased hemoglobin (hgb) results with hemoglobin and hematocrit (h&h) check failures on the coulter lh 750 hematology analyzer while performing patient samples. Although the event occurred while performing patient samples, there were no erroneous results reported outside the laboratory. Upon further investigation, the customer discovered a leak approximately 5 mls in volume within the blood sampling valve (bsv) area which was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) guided the customer to troubleshoot over the telephone. Per the cts, the customer discovered the tubing at port 7 on the blood sampling valve (bsv) had become disconnected attributing to the leak. The customer trimmed and reconnected the tubing, resolving the leak and errors recovered by the instrument. Pro service was not available; therefore, bec was unable to collect any raw data analysis. (B)(4).